Event description:
The customer called to report intermittent blank display on the insulin pump. The customer has to press on the buttons to get the screen to return. Troubleshooting was performed and there were two alarms in the history. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify any alarms due to the blank display.